Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that insulin got in the device and caused the insulin pump to alarm button error. The customer stated that his glucose level went up while being on vacation and sitting in the car on the way home. It was stated that the high blood glucose was caused by no insulin delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. The insulin pump was monitored for several hours and no button error alarm noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.